Manufacturer narrative:
Correction: h4 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the air and water cylinders, air/water supply tubes, and auxiliary water supply tube, but it was not possible to identify the foreign matter. Due to leakage due to wear of the scope cover, proper reprocessing may not have been possible and foreign matter may not have been removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿adjust cables, adjust rope pull¿ was confirmed. The following findings were also noted during device evaluation: due to wear of scope-cover packing, water tightness is lost, suction-cylinder has discoloration, air/water-cylinder has discoloration, grip has a scratch, due to a crack on plastic distal end-cover, insulation resistance value at distal end does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specification, due to wear of angle wire, the play of right/left knob is out of the standard value, objective lens has a scratch, adhesive on bending section is detached, connecting tube has a wrinkle, and universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope adjust cables, adjust rope pull. Upon inspection and evaluation, air/water cylinder, air/water tube, and auxiliary water channel/jet tube with foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.